Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.8 inr; qc 2: 2.8 inr; qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.

Event description:
There was an allegation of questionable results from the coaguchek xs meter serial number (B)(4). At 9:37 am, the result from the meter was 4.9 inr. At 10:32 am, the result from the meter was 5.5 inr. At 10:36 am, the result from the meter was 5.3 inr. The reporter could not confirm if the same finger was used for each test. At an unknown time, the result reported to be from a hospital laboratory using an unknown reagent was 3.1 inr or 3.2 inr. The patient is on a low-sodium diet. The therapeutic range was requested but was not known, but the patient tests weekly.

Manufacturer narrative:
Only the reporter's meter was provided for investigation. The investigation is ongoing. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The results alleged by the customer were observed in the meter¿s patient result memory. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Reporter: occupation was patient/consumer.